Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). As returned the drill bit has fractured. The cutting flutes are dull and exhibit damage that could be due to extensive usage in the field. Dimensional analysis of the returned drill found that it meets print specifications were measured. Additionally the hardness of the drill was checked and is within specification. This device is used for treatment. The device was manufactured in september 1998, with a potential field age of 16 years, and has been used in an unknown number of surgeries. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. It is likely that this fracture is a result of normal wear during the instrument's field life. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that the drill bit broke approximately 1.5 inches from the tip of the drill, leaving a remnant in the patient's medial femoral condyle. The surgeon removed the entire broken fragment without difficulty.